Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 48 months inappropriate shocks were reported. It was noted too that two months before the ICD was changed and two days before the incident, the patient underwent a total hip replacement. The defibrillation function was deactivated and the patient remains hospitalized. The lead was not returned.